Manufacturer narrative:
The customer was provided with replacement.

Event description:
A field service engineer (fse) at beckman coulter inc. (Bci) noted during installation that reagent leaked from the creatinine module. There was no injury reported.